Event description:
A malfunction was reported on the pump by the caller. There was no reported impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, assisted in successfully resetting it, and advised to continue using the pump. The customer was informed to call back if the malfunction recurs, and they acknowledged this instruction.